Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 4. Reference MFR report 1627487-2017-00606, 3006705815-2017-00109, 1627487-2017-00607. The patient was implanted with two anchors from the same lot. It was reported the patient had an infection at the ipg and lead sites. The patient's devices were explanted and cultures were taken. The patient remained at the hospital where IV antibiotics were administered.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 4. Reference MFR report 1627487-2017-00606, 3006705815-2017-00109, 1627487-2017-00607. It was reported the cultures revealed the patient had a staphylococcus infection. The patient is currently taking antibiotics daily which will be continued for a few months. At this time, the infection has not yet resolved.